Manufacturer narrative:
The explanted components were returned to the firm for examination. The ipg was confirmed to be functioning well and one lead was confirmed to have been fractured. Although the patient is unclear about any fall history, the damage seen on the fractured lead is consistent with a fall or sudden trauma to the system, leading to component fracture. Suspect the patient experienced a fall or similar trauma, causing the lead to fracture.

Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2024 to treat knee pain. After the implant was activated, the patient reported having lost therapy from one of the implanted leads. A surgical revision was performed on (B)(6) 2025 to remove the malfunctioning lead and place a new one. During the procedure the implantable pulse generator (ipg) was also replaced out of caution to avoid any potential for handling damage during the procedure.